Manufacturer narrative:
The neoblue user manual provides operating instructions to check the intensity of the light per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels to achieve the desired output if required. Checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. Unit was installed (B)(6) 2009 and in service for a number or years before the malfunction occurred so a manufacturing issue is not likely to have contributed to the issue. Natus medical tech support advice the customer to reseat the cables issue, resolved. Investigation is complete no further investigation required.

Event description:
Natus medical received on (B)(6) 2017 to report that their neoblue 3 led light intensity was not within specification. Technical service confirmed with customer that there was no death/serious injury, delay in treatment, or environmental/safety concerns.